Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the previous service event for part number 05.000.008 with lot number(s) 004736 has been reviewed. The customer called in a service request for this item on (B)(6)2024 for the battery powered driver's were tested and did not work properly. The item was previously returned for service on (B)(6)2013 due to motor failure. The previous service condition of motor failure is relevant to the current complained issue of the battery powered driver's were tested and did not work properly. The manufacture date of this item is 25-jul-2012. The service history review is confirmed. Service and repair evaluation: the customer reported that on (B)(6) 2024 the battery powered drivers were tested and did not work properly. The repair technician reported that the contact plate was cracked, nose cone got stuck, cosmetic test failed, ¿verify lock out feature works with battery¿ failed, fast forward was low, forward and reverse was intermittent, damaged switch plate, discolored wire, debris on barriers and rust on motor. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection on (B)(6)2025 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024 the battery powered driver's were tested and did not work properly. There was no patient consequences.